Event description:
A customer reported a sys message was received during a procedure indicating footswitch error. The sys was switched out and the case was completed. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the sys, verified the customer reported sys message (footswitch not available) in the event log, and replaced the footswitch cable for diagnostic purpose. Preventive maintenance was performed. The sys was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. A root cause has not been determined. (B)(4).